Event description:
Kls martin level one midface #7 screw head broke from threaded shaft of screw during implantation. The threaded shaft was not recoverable and remains implanted in the pt's zygomat. Reason for use: orif facial fracture.